Manufacturer narrative:
Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. The device was returned to the manufacturer and the investigation confirmed there was no device failure. Perforation is an inherent risk to this type of procedure and is identified in the device instructions for use.

Event description:
A report was received indicating that cardiac tamponade occurred in a patient undergoing a cardiac ablation procedure. This report is being submitted by baylis medical as the nrg transseptal needle was one of the devices used during the procedure. During the procedure, the physician advanced the assembly of transseptal devices to the target puncture site. During tenting at the fossa ovalis, the physician felt the assembly of transseptal devices inadvertently cross the puncture site. No rf energy was applied. The physician continued to advance the sheath and felt something unusual. Angiography and echocardiogram were performed and cardiac tamponade was confirmed. Pericardiocentesis was successfully performed. The procedure was aborted. There is no evidence to suggest that the nrg needle caused or contributed to the unexpected perforation in the patient, which resulted in the cardiac tamponade. However, as nrg transseptal needle was one of various transseptal devices used in the procedure, baylis medical has decided to submit this report.